Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device failed self-testing. Remote support was provided, the customer was instructed to perform a manual self-check. The device is confirmed to be functioning as intended with no issues. The device remains at the customer site. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.